Event description:
On (B)(6) 2019, I recorded gel-one hyaluronate injection in my right knee. In less than a week, I was feeling inflammation in multiple joints. My primary care performed a blood test which showed my inflammatory markers sky high. C-reactive protein should be 0.0 - 4.9, mine was 21.6. Wbc should be 3.4 - 10.8, mine was 18.1. There were half a dozen other results that were way too high. He started me on prednisone. My pc sent me to see my rheumatologist. She did not feel this was in her area of expertise. He then sent me to an oncologist, who fortunately did not think it was blood cancer. Then at the swimming pool, I met a man who had also had a bad reaction to the same injection. The type of shot we both received was from chicken combs. The md who gave me the injection was surprised by the reaction because the human body naturally produces hyaluronic acid. Maybe too much of a good thing all at once. Anyway I placed a call to the zimmer biomet complaint line and have heard nothing in return. After I tapered off the prednisone, the pain and stiffness returned. So back on the prednisone for an indefinite period. The injection is metabolized by the body in six months, so I will be patient and try to wait out these side effects. Below you ask if I still have the product. Well, yes since I will be living with this injection in my body for the next four months. Inflammation of joints.